Manufacturer narrative:
Device evaluated by MFR. : fg maverick 2 mr, 2.00mm x 15mm balloon catheter was returned for analysis. Visual / tactile inspection revelated no issues or damages noted in the hypotube. A circumferential tear was identified on the balloon. No issues or damages noted in the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified that there was a circumferential tear from one end of the balloon to the other. No issues was identified with the bumper tip of the device. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation at rated burst pressure, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no complications reported. Patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation at rated burst pressure, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no complications reported. Patient was in good condition.